Manufacturer narrative:
(B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. An aspiration pneumonia is a known complication of a nasal jejunal tube placement. Refer to MDR 3010757606-2018-00212 for peg record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of a nasal jejunal (nj) tube. On (B)(6) 2017 the nj was removed at the same time that a peg tube was placed. The patient had many sputum aspirated by sucking up. The patient had reduced oxygen saturation that required oxygen administration. The physician diagnosed an aspiration pneumonia that was treated with an unknown antibiotic.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates that both sides vocal cord paralysis was occurred on (B)(6) 2017. We could not obtain the information of treatment. There was no recovery until the transfer to other hospital on (B)(6) 2017.